Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate/sense channel that was oversensed and resulted in intermittent pacing inhibition. The noise was reproduced with patient isometrics.